Event description:
During baxter's device eval, it was discovered that the device alarmed upstream occlusion when no occlusion was present. There was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd the device in question. The eval is not complete. When te eval is complete, a supplemental report will be submitted.